Event description:
The customer reported her blood glucose reached "high" (greater than 500 mg/dl) less than 2 days after the pod was activated and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.